Manufacturer narrative:
The sample centrifugation time may have been shorter than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that the ise bath electrodes were loose. The electrode lock assembly was cleaned and lubricated. The analyzer was working within specifications. The customer ran calibration and controls. The control result precision was satisfactory and values correlated with specifications.

Event description:
The initial reporter stated that patient ise values suddenly changed on the cobas 6000 c (501) module and they received an ise error. The reporter stated they received discrepant ise results for two patient samples. Results from the following tests were affected: ise indirect na, k, cl for gen.2. The initial results for one of the two samples were reported outside of the laboratory and questioned by a doctor. It is not known which of the two samples had initial results reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat results were deemed correct. The first sample initially resulted in a na value of 124 mmol/l and repeated as 139 mmol/l. This sample initially resulted in a cl value of 119 mmol/l and repeated as 104 mmol/l. The second sample initially resulted in a na value of 120 mmol/l and repeated as 139 mmol/l. This sample initially resulted in a cl value of 118 mmol/l and repeated as 101 mmol/l. This sample initially resulted in a k value of 3.2 mmol/l and repeated as 4.1 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.